Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that the customer suffered from diabetic ketoacidosis and an infection on (B)(6) 2023. The customer was taken to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital and was treated with insulin injections and antibiotics. The customer was discharged from the hospital on (B)(6) 2023.